Manufacturer narrative:
Analysis of the device is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found.

Manufacturer narrative:
Analysis of the device is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed. Analysis results revealed that no anomalies were found. (B)(4): we also received performance data collected from the device and have analyzed the data. Analysis results revealed low resistance/impedance. There was 1 patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2010. It was also noted that there was varying resistance/impedance. Daily pace impedance trend data shows a spike decrease in right ventricular (rv) pace from 424 to 148 ohms between (B)(6) 2010, then returns to the baseline rv pace of 424 ohms on (B)(6) 2010. Additionally, interference/noise was noted. The ventricular short interval count avg/day between (B)(6) 2010 was 80. Oversensing was also recorded. There were 5 ventricular non-sustained tachycardia episodes with less than 210 ms average v-cycle between (B)(6) 2010.

Event description:
It was reported that the patient alert was triggered and there was no wireless telemetry. The device was removed and replaced. No patient complications have been reported as a result of this event.